Event description:
Customer reported the male luer on the smith medical saf-t holder broke off inside of the maxplus valve. When the user disconnected the smith medical saf-t holder from the maxplus valve, she was sprayed in the face with blood. The user was evaluated by employee health and blood was drawn for testing. The user is scheduled to follow up with employee health in 6 months. There was no report of patient harm or medical intervention; however, user harm requiring medical intervention was reported. Although requested, no additional event or patient information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of the male luer on the smith medical saf-t holder broke off inside of the maxplus valve could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.